Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative (rep) that the patient fell and the spinal cord stimulator was not working as well. No troubleshooting was performed and no actions were taken until the patient is seen for assessment. It was reported that the patient scheduled to be seen on (B)(6) 2017. The issue was not resolved at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was reported that the rep received an email from the clinic on 2017-jan-02 stating that the patient had fallen and the stimulation wasn¿t felt the same. The patient was seen by another rep. An impedance check was done and out of range results were noted on the electrodes 0-7, 9, 11, 12, and 15. The patient reported getting stimulation but it was not ideal. The plan was to refer her to a neurosurgeon for a paddle lead revision. A revision had not yet occurred. The issue was not resolved as of (B)(6) 2017, but the patient was alive with no injury. Additional information was received from the patient. It was reported that about a month into having the device, the patient had issues and they were able to capture some other leads which worked okay. As of (B)(6) 2017, it had not been right for the last month; the device was not delivering the same modulation. It was noted that the patient does fall. The patient went to a pain clinic and met with a rep the week prior to (B)(6) 2017. The patient was told that the lead had moved and she could only use two of her programmed leads. It was noted that it was telling her to call the doctor all the time. The patient was told that she needed to have paddle leads put in. Her doctor did not do paddle leads so the patient was told that she needed to go to a neurosurgeon and that the patient¿s doctor would be calling the patient back with a neurosurgeon¿s name from a university hospital. As of (B)(6) 2017, the patient had not heard a thing; she had called and left two messages at the pain clinic but had heard nothing. It was noted that the rep said there was a tear; she said there was an interruption, she couldn¿t get a good response, and that it was loose impedances. The patient fell a couple of weeks before her issues started and it was noted that the patient felt he back strain when she fell. The patient didn¿t know what the holdup was and she was afraid that her pain was going to come back. No symptoms were reported. The issue began in (B)(6) of 2016. Additional information received from a rep noted that he would call the patient on the morning of 2016-jan-13. Additional information was received from a rep. It was reported that the patient was seen by a neurosurgeon on (B)(6) 2017. The patient would be scheduled for a lead revision. The neurosurgeon recommended replacing the percutaneous leads versus a paddle and the patient agreed. It was noted that it was unknown if the patient's fall was the precipitating event that led to the lead damage and migration.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be submitted once analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the ins stopped working and some programs shut off. Additional information received from an hcp indicated that the lead broke. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results showed that the lead sn (B)(4) had its conductors broken 15.9 cm from the distal end and the lead sn (B)(4) had its conductors broken 16.6 cm from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider who reported that the cause of the therapy initially not helping and stim just going down legs is still unclear. The electrodes were revised as there were high impedance values. The patient came in for followup on (B)(6) and was receiving good pain control with excellent coverage. The issue was deemed to be resolved at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the patient was scheduled for surgery next week and was having a difficult time trying to get the post-op instructions and had called the hcp office several times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.